Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer called into philips to report a defibrillator issue. There is unknown patient involvement.